Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #1225714-2014-01583 and 1225714-2014-01584.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and a cardiovascular event and subsequently expired on (B)(6) 2008, after the use of the product.